Event description:
Related manufacturer reference number: 1627487-2022-01130, 1627487-2022-01131. It was reported one lead had impedance issues. The lead was tested and no longer showed impedances, so the physician placed the lead into the ipg and the impedances returned. Surgical intervention took place wherein the lead and ipg were explanted and replaced to address the issue. Note: it is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.